Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Subsequently, the customer blood glucose (bg) value displayed as "high". A specific bg value was no provided. The customer did not address bg at the time of the report to tandem technical support. Reportedly, the customer contacted health care provider to obtain alternate insulin therapy.